Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system device was not detected on bus. A field service engineer found auxiliary drawer 1.1 was not reading most of the cubies inside the drawer. The engineer launched hardware test application, removed all the cubies, reseated them to resolve the issue and tested them in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system device was not detected on bus. The customer tried to reboot and recover the failed drawer and reseat the power plug, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.